Manufacturer narrative:
Section b5 has been corrected to remove the details of a product malfunction that does not meet reporting criteria. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. Two decontaminated samples were received at the manufacturing site for the investigation. Visual and functional evaluations were performed and the reported condition could not be confirmed; the feeding sets did not leak during testing. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that it was noted in the gear housing of the kangaroo pump that formula was leaking out of the tubing of the feeding set.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: continuous feed running on kangaroo pump is somehow pulling air and infusing air into the patient past the air sensor on the pump. This happened repeatedly despite priming the air through the pump, raising the kangaroo bag higher, and ensuring that there were adequate feeds in the bag. Multiple nurses attempted to troubleshoot this problem. There were no additives or thickeners added to the formula. It was also noted that in the gear housing of the kangaroo pump, formula was leaking out of the tubing. This was a new set of tubing hung at 2000. Overnight, this issue was ongoing and the patient at one point was possibly experiencing gas pain related to extra air in their belly, although it is impossible to say for sure if that was what was happening.